Manufacturer narrative:
The suspect device was not returned, an evaluation was conducted using a photo provided by the complainant which showsthe needle hub was detached from the needle body. The likely root cause is insufficient bonding or insufficient adhesive cure time. The complaint was confirmed. A search of the complaint database was performed and four similar complaints for this lot number were found. The device history record was reviewed, and no exception documents related to this failure were found.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that during use, the needle detached from the hub. No patient injury.